Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a minimum fill notification occurred after filling a cartridge with 120 units of insulin. There was no impact to the customer's blood glucose level. Reportedly, the customer loaded a new cartridge and resumed insulin delivery.

Manufacturer narrative:
The failure investigation has been completed and the alleged touch screen issue was verified. Based on the analysis, the alleged minimum fill issue could not be verified.